Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that the patient was injected at the base of the columella with 0.08 ml juvederm® voluma¿ with lidocaine. After the injection the patient developed "ischemia due to vascular obstruction." The patient was pretreated with chlorhexidine 2%. After the injection, the hcp treated the patient with subcutaneous hyaluronidase, a total of 4000 iu was applied over 27 hours. Aspirin 500 mg/day for 5 days. Approximately one week after injection, symptoms resolved.